Manufacturer narrative:
Unit had multiple displayable history crc check failed on startup alarms in the alarm history screen and was unable to upload using carelink pro due to corrupted history file. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was experiencing issues with uploading to the carelink software. The customer received a message stating that the device was not found and to check the battery status. The customer attempted to upload again and was met with a message stating that the device was found but that the device was not responding. Troubleshooting was done. Advised customer that the insulin pump needed to be replaced because it was not downloadable. Nothing further reported.